Event description:
It was reported that the patient was having the device removed since it was not doing anything for him. At the time, the patient was with his physician who inquired about MRI guidelines and whether the lead could remain implanted. It was noted that the entire system needs to be explanted for an MRI. Additional information reported that the patient was not aware of the restrictions prior to being implanted and that the lead could scar into place and make him unable to have it removed. The patient had many problems with the device and reprogramming was not successful enough to help with this pain. The patient had depression, pain and suffering, and needs an MRI of his neck. Subsequent information received reported that during the trial the patient had good coverage, but the device had not worked since 2010. The percutaneous trails worked so well that he "reached heaven," but since implant he has had pain and depression. He had an appointment to explant the system on (B)(6) 2012. Further information received reported that the patient had met with several manufacturer representatives for programming, but no one could get stimulation that he needed. The patient could feel stimulation in his buttock, anal area, and legs, but not at t7 where the lead was and the lower back and leg. His neck was "splintering like crazy." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer. (B)(4).